Manufacturer narrative:
The customer reported that philips model 989803158221 electrode pads were not available for their heartstart mrx, so philips model m3713a pads, which are compatible with the device, were utilized instead. The customer reported skin irritation but no red skin or blisters after removing the pads. No treatment for burns was required. The customer did not allege a product malfunction. The pads were not returned to philips for evaluation. A philips field service engineer did not evaluate the device or the pads.

Event description:
A customer reported skin injury to a pediatric patient when removing the electrode pads. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.